Event description:
It was reported by the patient that following a coronary drug eluting stenting treatment procedure he has experienced elevated blood pressure, repeat angioplasty and numbness. A 3.0x20mm taxus express2 drug eluting stent was implanted in an unspecified vessel. The patient reports that "since the stent was inserted that he passed out due to elevated blood pressure resulting in repeat angioplasty in 2005. Since the angioplasty he has experienced numbness from the shoulder to the hand on the right side. He has 3 fingers that are numb on the right side and experiences muscles spasms in the right hand." No additional information has been received.

Manufacturer narrative:
H6: a unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch # 7180683 found that the device met its material, assembly and product specifications at the time of release to distribution.